Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0272725 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub was stuck. The following information was provided by the initial reporter: material no: 328512 batch no: 0272725. It was reported that the consumer had several syringes that the needle hub was stuck in the shield.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub was stuck. The following information was provided by the initial reporter: material no: 328512, batch no: 0272725. It was reported that the consumer had several syringes that the needle hub was stuck in the shield.